Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. It was noted that since the explant procedure, the patient was not able to feel her right foot. The patient will contact the surgeon. No further course of action. Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing sharp pain at her upper back and the patient felt like it was poking her. The pain was present even when the device was turned on or off. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing sharp pain at her upper back and the patient felt like it was poking her. The pain was present even when the device was turned on or off. The patient will undergo an explant procedure.